Manufacturer narrative:
During the pump exchange, it was observed that the explanted pump inflow valve had a missing valve leaflet. The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It as reported by the study coordinator that the patient was doing well, but had recently presented with a severe pump pocket infection and was hospitalized. The patient was being treated for the infection and it was observed that the patient had also been experiencing hemolysis. Approximately one week later, a decision was made to replace a lvad with another lvad and the patient unfortunately expired post lvad exchange due to multiple organ failure and right heart failure.